Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, on (B)(6) 2014 a revision occured due to allegations of pain, squeaking, grinding of hip, and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the right hip revision was due to pain and elevated metal ion levels and noted the presence of fluid and a pseudocyst. Operative report further noted that there were no signs of metal-on-metal wear and that the acetabular cup was well-fixed. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, on (B)(6) 2014 a revision occurred due to allegations of pain, squeaking, grinding of hip, and elevated metal ion levels.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-01487 & 03581 / 03582).